Manufacturer narrative:
The device was received not deployed. Rotational sensor errors were seen in the download data causing first prime to end earlier than expected and the firing flat not being properly lined up by the end of second prime. Rotational sensor errors were replicated in the rerun data. Contamination was observed on the commutator cap, which can be confirmed as the cause of the rotational sensor errors and device not deploying.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The cannul04464228-2024-51171a was not visible and the pink slide did not move forward.